Event description:
The lvad was implanted in 2001. After initial implant, the pt was doing well and was ambulated. The hospital staff said that over a two (2) week period they saw the pt's flows gradually getting to 9.5 lpm, pt's creatine going from 1 to 3, and pt was progressively having great difficulty moving around. Upon making a decision to exchange the pump and/or inflow valve, they said they noticed a tear in the inflow valve in the pt. They replaced the inflow valve and sent the original to pathology. Pathology ran series of tests and there was no sign of vegetation, infection in the valve or pump pocket. The pt was doing well and pt's flows were around 6 lpm. It was also stated that pathology discarded the valve in question. No further details were provided.